Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjohuntleigh, a branch of arjo ltd. Med ab (under registration #1000381138). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon the investigation conclusion.

Event description:
On (B)(6) 2017 arjohuntleigh received an information that alphaxcell pump cable burned through and required replacement. The pump was sent in for service. The power cable had the isolation broken, with visible signs of smoking. No injuries were reported as a result of claimed problem. To date it was not possible to establish any additional circumstances of the event.

Manufacturer narrative:
An investigation was carried out into this complaint. Arjohuntleigh service center has received an information that alphaxcell pump cable burned through and required replacement. The pump was delivered to arjohuntleigh, sent in for service by the customer. Upon the device inspection, the power cable was found to have the isolation broken, with visible signs of smoking (as per the photographic evidence provided). No injuries were reported along with the initial claim, however, the circumstance of malfunction occurrence (patient's involvement, details on problem detection) remained unknown. When reviewing similar reportable events, we have found no other cases presenting a similar scenario of the hazardous situation. Based on the provided photographic evidence, the insulation of the cable was broken. The cable coating was torn in an irregular manner, on the area of approximately 1-2cm. Signs of smoking on the external part of the isolation were visible. The type of breakage indicates the contact with sharp edges of another object. The breakage of both insulation layers made internal wires of the cable exposed to environmental conditions. Bare wires getting into a direct contact with another object or liquids have led to short circuit. Clear smoking signs indicate the presence of excessive heat, possibly a minor, temporary flame which source was located inside a damaged area. In summary, basing on all the facts gathered to date, the scenario of a short circuit caused by cable damaged due to the contact with sharp external object is the most probable and in line with the event description. It is recommended to handle and maintain alphaxcell pump with caution and care, making sure that the mains cable is clear of moving bed mechanism and positioned to avoid causing a trip or entrapment hazard. All electrical connections should be checked for signs of excessive wear. It was not possible to establish whether alphaxcell pump was being used for a patient therapy at the time of the event. The device was found to have malfunctioned (not performing to specification).